Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bml handle could not be turned to the unlock position and could not be released. The issue occurred after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a same device. There were no reports of patient harm

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The suggested phenomenon of "screw could not be turned" was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the condition of the returned product suggests that the screw could not be rotated in the unlock direction as it had already reached its rotational limit in that direction. The suggested phenomenon of "bml-v437qr-30 cannot be removed" could not be confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the allegation: based on previous investigation results, it is inferred that the screw became fixed as a result of excessive force being applied during rotation beyond the required amount. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following fields: d4 lot #; h4.

Event description:
No additional information received from customer.